Event description:
Account reported that patient underwent ilasik both eyes on (B)(6) 2014. Presented two weeks post operation with epithelial ingrowth and subjective shadowing in left eye. (B)(6) 2014 flap was lifted, ingrowth removed and flap repositioned in left eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Primary surgeon is an access surgeon. Patient is not being followed at the center. Requested follow up from the surgeon on (B)(6) 2014. Have not received anything as of (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.